Event description:
The customer reported that the vaclock rubber fell off within the syringe, resulting in the syringe being unable to provide suction. Additionally, it was reported that the needle was not locked when it came out of the plastic container, and it deployed when they were putting it into their endobronchial ultrasound scope. The reported issue was observed during a diagnostic endobronchial ultrasound (ebus) procedure. The intended procedure was completed successfully with no procedural impact as a result of the issue. There were no reports of patient or user harm associated with this event. This report is being submitted for the reportable malfunction of unable to lock the needle.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was not returned to an olympus service center for evaluation because the customer discarded the device. The customer sent pictures of the subject device. From analyzing the pictures, the reported issue (rubber fell off) was confirmed. It was observed that the black rubber piece on the medallion syringe had come off. The reported issue (needle was not locked) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely that the needle adjuster could not be locked because the needle adjuster lever was slid to the convex position instead of the groove near the scale on the handle. However, a conclusive root cause could not be determined. It is likely that the black rubber piece of the medallion syringe came off because the rubber of the plunger came off for some reason after shipment. However, a conclusive root cause could not be determined. The event can be prevented by following the instructions for use which state: before pushing in the needle slider, make sure that the needle adjuster is firmly fixed. If the needle adjuster is not firmly fixed, the needle may pop out from the tip of the sheath beyond the intended length, leading to perforation, major bleeding, and mucosal damage. When fixing the needle adjuster lever, if there is resistance during the operation of fixing the needle adjuster lever, release the needle adjuster lever once and fix it again. Forcibly fixing the needle while there is resistance may damage the needle adjuster lever, prevent the needle adjuster from being fixed, and cause the needle to protrude beyond the intended length, leading to perforation, major bleeding, mucosal damage, etc. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.